Event description:
Customer reported that an 840 ventilator graphical user interface (gui) electrically erasable programmable read only memory (eeprom) had failed. The device was being used on a pt when event occurred. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) verified the reported malfunction. The cse inspected the device and replaced the gui central processing unit (cpu) printed circuit board (pcb) and upgraded the software revision. The device passed extended self test (est), short self test (sst), and performance verification test (pvt).